Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl and became unconscious. Customer was taken to the emergency room (ER) where bg was treated intravenously with fluids of saline. The customer left the ER one hour later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered and that the pump was intermittently not annunciating audible tones for alerts/alarms. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Reportedly, customer continued using pump for insulin therapy.